Event description:
It was reported that a customer experienced no-flow during use of a microbore catheter extension set. The issue occurs when the nurse connects the extension set to the primary intravenous set during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.